Manufacturer narrative:
A revision was performed and this lead was successfully repositioned. No additional information is available. If any additional information is available, this report will be updated.

Event description:
Boston scientific crm received information that several days after this right ventricular defibrillation lead was implanted, it was noted that the pacing thresholds increased to 7.5 volts. It was suspected that the lead had dislodged. No adverse patient effects were reported.